Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that, yesterday ((B)(6) 2019), the amplitude was set to "0.8 or something" and the patient "got a little shock on the base of the penis and testicle¿. It was noted that "it kind of hurt him. I don't think it could hurt anything, but he got a good zap¿. The patient/friend further reported that "I think they put that therapy thing on high without thinking about it". The patient elected to increase the stimulation from 1.0 volts to 1.3 volts on program 1 and the stimulation was confirmed to be comfortable for them now and that "he's better today". There were no further complications reported or anticipated.